Manufacturer narrative:
Failure analysis - the accudrain (ins8400 ) was not returned for evaluation and no additional information was provided by the customer about the demise of the patient after three good faith effort attempts were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records could not be reviewed. A consultation was done with integra¿s medical safety team who indicated that it is highly likely that the patient passed due to this situation of MRI contrast being directly injected into the patient¿s brain. Therefore, the reported condition is considered confirmed. Root cause - the complaint explains that ¿someone in the department¿ injected contrast into the accudrain¿s needleless csf access port. The contrast was intended for an MRI study to be performed to the patient. The contrast was supposed to be injected through an intra-venous (IV) line, not to the ventricles of the brain. As per complaint description, the reporter believes that the patient died from the incident; however, the cause of death has not been confirmed by the end user. Based on the complaint description, the cerebrospinal fluid (csf) access port of the accudrain device was not used as intended per instructions for use (IFU). There are no defects in either design or manufacturing of the integra csf drainage system but rather an ¿use error¿ on the part of hospital personnel. The complaint is considered ¿use error¿ in view that there are characteristics already in place in the product to differentiate from others. The IFU clarifies that ¿prior to system use, it is necessary for all responsible personnel to understand the use and function of the system components, system preparation, and system control.¿ however, a health hazard evaluation was completed to further evaluate the complaints related to incorrect use of csf sampling port. To ensure resolution of pathology and patient survival due to the emergent scenarios involving these critically ill patients who require immediate neurosurgical intervention and csf drainage and monitoring, integra believes that the benefit of allowing these devices to be placed into (or remain) in the clinical environment outweighs the risk of removing them due to the residual risk of an erroneous connection to the accudrain sample port connector. Also, a medical device safety alert letter for us and ous markets will be performed to raise awareness to our customers. All complaints were from us; however, actions are being extended to ous. The purpose of this medical device safety alert is to notify healthcare professionals about adverse events that have occurred due to use error relating to the cerebrospinal fluid (csf) needleless access ports on the integra accudrain device.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was sent to MRI with external ventricular drain (evd) catheter and accudrain without the anti-reflux valve (ins8400) for scan. However, someone in the department injected contrast into the patient access port on the accudrain and into the patient's brain. Patient was believed to have expired due to this incident. Additional information has been requested.